Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that matrix drawer covers prevented drawer from opening. The side covers were adjusted to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system's drawer did not open during a procedure. The customer added that there was no harm reported since the required medication fentanyl vial was loaded into another drawer for accessing. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis anesthesia station es system drawer did not open during a procedure. The customer added that there was no harm reported since the required medication fentanyl vial was loaded into another drawer for accessing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-mar-2022 to 13- mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer covers prevented the drawer from opening. The field service engineer adjusted side covers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.